Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Patient age and dob requested but not provided, however, the customer stated that the patient was a toddler patient.

Event description:
It was reported that the tubing set separated during use on a toddler. The customer further stated that a safety issue occurred when the tubing set separated because the clamp came off of the tubing set thereby causing an increase risk for the toddler to choke on the loose piece.